Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was reported that the patient may have experienced perforation of the atrium. A rise in thresholds was noted on the right atrial (ra) lead during a device check approximately one week post implant.